Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during bellavista1000e 17,3" basic ventilator standby mode, the monitor turned black and did not respond to touch commands without allowing staff to use the fan. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. No functional or performance issues were able to reproduce on similar cases in fa lab investigation. The unit start to work normally after the next restart at 23/10/2023 08:10:00. It was found that the cfb was not affected, ventilation would have continued with the last settings.